Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient¿s voice was heard at rest and the set ventilation volume did not enter the ventilator. When checking the cuff pressure, it was less than 10 cm h2o and after adjusting the cuff pressure with the cuff checker, the patient¿s voice disappeared and it was able to ventilate. About 10 minutes after, the same event occurred, then the cuff pressure was adjusted again and the symptoms disappeared. The same situation continued after that and after checking the intubation position with x - ray, it was confirmed that it did not become shallow, and the exchange of intubation tubes was carried out. After exchanging the tubes, it was able to ventilate without problem. The customer reported that the patient was reintubated.